Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the patient had extreme pain on her back. Patient said the doctor had a hard time finding spot to place leads yesterday and at first she had no pain at all. But last night she went to the bathroom and she pulled one of the wires out. She noticed everything hanging out; she called doctor's office and was told to take everything out. The patient went to a place (not specified location) to have her leads taken out and was told one of the leads wasn't pulled out. However, this morning she woke up with extreme pain and unsure if it's hitting a nerve or not. Patient support assisted patient to turn off the stimulation and patient felt a slight relief but not sure if it's better yet. The patient was advised to contact their physician. No further complications were reported or are anticipated.